Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the ventilator was failing est for 3122 (relief valve cracking pressure out of range). There was no patient involvement.

Manufacturer narrative:
MFR received date: 24 sep 2019. The customer found that the extended self-test (est) would pass when using his heated bacteria filter. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the ventilator was failing est for 3122 (relief valve cracking pressure out of range). There was no patient involvement.